Event description:
It was reported that a malfunction occurred on a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur.